Manufacturer narrative:
In section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date, h.4 device manufacture date.

Event description:
It was reported that a bd¿ syringe integra was leaked through stopper when drawing out shingrix vaccine. Patient was still able to get full dose of shingrix from different vial.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was not provided.

Event description:
It was reported that a bd¿ syringe integra was leaked through stopper when drawing out shingrix vaccine. Patient was still able to get full dose of shingrix from different vial.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe integra was leaked through stopper when drawing out shingrix vaccine. Patient was still able to get full dose of shingrix from different vial.